Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. The device case was opened, and visual inspection noted electrical overstress damage at both ends of the high voltage capacitors. This caused the resets that put the device into safety mode. Due to the amount of damage to the circuit connections at the high voltage capacitors the cause could not be established.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. Recommendations were asked to boston scientific technical services (ts) as patient's condition is bad, according to sales representative, however , the device at the end was successfully explanted and replaced. No additional adverse patient effects were reported. Device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. Recommendations were asked to boston scientific technical services (ts) as patient's condition is bad, according to sales representative, however , the device at the end was successfully explanted and replaced. . No additional adverse patient effects were reported. Device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode. Recommendations were asked to boston scientific technical services (ts) as patient's condition is bad and device can not be replace, according to sales representative. At this time, this device remains in service. No adverse patient effects were reported. Additional information provided by sales representative stated that the device remains implanted, although device replacement recommendation, due to patient's poor health.